Event description:
It was reported that the customer had issues with her sensor and blood glucose level reading difference. The insulin pump went into threshold suspend when her blood glucose level was not low. Her insulin pump also had a crack on the transmitter. The customer's sensor glucose reading was low but her blood glucose level was 327 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.